Manufacturer narrative:
Complaint confirmed. The evaluation confirmed that at least one of the two screws broke at the leg. This type of breakage is consistent with not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. The screw met all material specification as received.

Manufacturer narrative:
Complaint confirmed. The evaluation confirmed that at least one of the two screws broke at the leg. This type of breakage is consistent with not inserting the implant co-axial to the bone tunnel, prying or leveraging while still loaded, improper bone preparation or flexing the joint during insertion. The screw met all material specification as received.

Event description:
It was reported that during a case, two nano corkscrews broke. No further details additional information has been requested. Additional information received 8/3/2018: part number: ar-1317ft, lot: 10175216 x2. This occurred during a hand arthroscopy procedure. The proximal phalanx was prepped with the 1.3 k-wire that's included in the kit. The broken fragment was retrieved from only one anchor, the rest of the second anchor stayed retained in the patient.